Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause is undetermined.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This in an international report where the spike of the transfer set could not be connected to a twin bag using the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received in reference to connection issue. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Functionally hand tightened a lab (japanese) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. Set was visually inspected and noted that the tip of the spike was bent slightly inward. No other visual defects were noted. The complaint was confirmed in the lab for connection issue.